Manufacturer narrative:
.

Event description:
Char occurred at the top of the ablation catheter could not remove the catheter through the sheath, had to remove entire system. Procedure terminated early. No known injury to patient. Ref (B)(4).